Event description:
Manufacturer report number: 2182269-2021-00086. During an supraventricular tachycardia (svt) procedure, the safire catheter displayed no signal. The device was replaced, and the rv electrode displayed as normal. When the catheter was moved to another position, no signal was displayed on the catheter. The catheter was exchanged for a third time and the procedure was able to be completed with no adverse patient consequences.

Manufacturer narrative:
One quadripolar, inquiry fixed curve diagnostic catheter was received for evaluation. Electrodes 1-4 read as open circuits. Dissection revealed conductor wires 1-4 had been fractured proximal to the weld joint, consistent with the open circuits detected and the reported signal issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured conductor wires remains unknown.